Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 3044966. The review did not reveal any possible non-conformances during the production process that could have contributed to this reported incident. As neither physical nor picture samples were available for return, a thorough sample analysis could not be completed. At this time, a cause for the reported incident could not be determined.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when rinsing on venous point (done by patient because of autodialysis) blood flowed between plunger and syringe structure. Piston leaking. Syringe discarded.

Event description:
It was reported while using bd¿ posiflush¿ saline xs 10 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: when rinsing on venous point (done by patient because of autodialysis) blood flowed between plunger and syringe structure. Piston leaking. Syringe discarded.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.